Manufacturer narrative:
Integra completed its internal investigation 09/23/2015. The investigation included: method: DHR review. Review of complaint management database for similar complaints. Visual inspection. Results: the DHR pack appendix 1 was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2014 ¿ aug. No non-conformance reports were raised during the manufacturing process for this console. The complaint failure was initiated for a ¿battery failure alert¿ therefore a review of cam02 complaints was completed using the key words ¿battery failure¿ and ¿battery failure alert¿ in the search criteria. The review encompassed dates 24-aug-14 to 02-sep-15. A total of (B)(4) complaints were reviewed of which (B)(4) complaints contained the search criteria. The failure analysis investigation verified the complaint incident. The service centre verified the cam02 monitor displayed a battery failure due to the monpwr; ac power adaptor pins were broken. The cam02 monitor will charge the battery when the monitor is plugged into the ac power adaptor, the evaluation verified the ac power adaptor pins were broken therefore the battery could not be charged and thus causing the low battery alarm reported by the customer. The cam02 monitor received a replacement monpwr ac power adaptor, was calibrated and safety tested. The results were reviewed as part of this investigation, all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification. Conclusion: the root cause of the low battery alarm was verified a defective ac power adaptor; the pins were broken therefore the battery could not be charged.

Event description:
The device alarms low battery even when plugged in. There was no patient contact; there was no patient prepped for surgery. There was no surgery delay.